Event description:
The technician indicated that the bed has no functions.

Manufacturer narrative:
The technician found the on/off switch was bad. The technician replaced the on/off switch to repair the bed.